Event description:
Low output current and high impedance was observed on the patient's device and the device was disabled. Patient underwent full revision. High impedance was observed pre-operatively. The patient's generator was replaced and high impedance was observed again. The lead was then replaced and impedance was reported to be ok. The explanted devices have not been received for analysis to date.

Manufacturer narrative:
Describe event or problem: corrected data; supplemental MDR 2 did not discuss the device history review. Evaluation codes / method: supplemental MDR 2 did not code analysis of production records.

Event description:
Device history records were reviewed and the generator was confirmed to be sterilized and had no nonconformities prior to distribution.

Manufacturer narrative:
Describe event or problem: corrected data; supplemental MDR 1 did not note that the patient had not experienced any trauma or manipulation of the device. Event problem/ device code: corrected data; supplemental MDR 1 did not code high impedance.

Event description:
During a periodic review of programming history, it was found when high impedance was first observed on the patient's device. The patient had no trauma or manipulation of the device.

Event description:
Patient was referred for lead "repair/replacement." No known surgical intervention has occurred to date. No other relevant information has been received to date.